Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no reported impact on the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to call back if the issue reappears.